Event description:
Per the clinic, the patient experienced swelling at her magnet site and poor magnet retention. Subsequently, the patient underwent revision surgery on (B)(6) 2026; for skin flap thinning and device reposition. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.